Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. During the lot history review it was noted that there were two other complaints reported against the lot. The complaints address internal blood leaks (no samples). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dn) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The cm reported when blood hit the dialyzer, the blood leak started coming out of the hansen line. The blood leak was visible before the alarm. A large amount of visible blood was noted. The patient's blood was not reinfused. The machine was bleached following the event. Upon follow-up, the cm confirmed the reported event and stated an internal dialyzer blood leak occurred on (B)(6) 2024 immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the dialyzer and was coming out of the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and another internal dialyzer blood leak occurred again. The patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machines were removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinic manager (cm) reported a dialyzer blood leak during a patient's hemodialysis (hd) treatment. The cm reported when blood hit the dialyzer, the blood leak started coming out of the hansen line. The blood leak was visible before the alarm. A large amount of visible blood was noted. The patient's blood was not reinfused. The machine was bleached following the event. Upon follow-up, the cm confirmed the reported event and stated an internal dialyzer blood leak occurred on (B)(6) 2024 immediately upon initiation of hemodialysis (hd) treatment. The machine, a 2008t, alarmed appropriately with a minor blood leak alert. Blood test strips were not used as the blood leak was visually observed in the dialyzer and was coming out of the red hansen line. The patient was utilizing fresenius bloodlines. No damage was noted on the dialyzer prior to treatment. The patient's blood was not returned. The estimated blood loss was 150-200 ml. Immediately following the event, the patient was re-setup with new supplies on a different machine and another internal dialyzer blood leak occurred again. The patient was re-setup with new supplies on a different machine and completed treatment without further issue. The machines were removed from service and bleached before being returned back in service. There was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The dialyzer was discarded and was no longer available to be returned for manufacturer evaluation.